Event description:
New information notes that on (B)(6) 2020 a lead revision was performed. The lead was reused. The lead was tested, and measurements were within normal range. Patient stable before during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a low lead impedance was observed and can no longer be measured. No battery measurements or sense tests can be performed. It was determined that this was a possible insulation abrasion and was recommended a lead revision at time of change out. No patient symptoms reported. Lead remains implanted.